Manufacturer narrative:
The date received by the manufacturer is incorrect as the year ¿2016¿ was inadvertently provided. The correct date received by the manufacturer is 1/24/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s right operative eye. As a result of the corneal burn, three 10-0 nylon sutures were required to close the wound. A brief description from the surgeon from the surgery center is that there are issues with the phacofragmentation machine and has had five (5) corneal burns in the last month. The surgeon indicated he has been using a 0.7 tip and 2.2mm keratome since he has been at the surgery center but in response to the burns he has abandoned the 2.2 for the 2.4/2.75 that's helped some - no burns on 2nd eyes but has burned a cornea even using the 2.4 blade. The surgeon mentioned the patient was a monocular patient and may ultimately need a second refractive surgery in what would have otherwise been a smooth case. The surgeon cut the suture prematurely and the wound leaked requiring glue twice and re-suturing twice. The patient is finally seidel negative. Pre-op vision od was 20/60 cc. Post-op vision 20/40 uncorrected. This is report is for patient #2. Separate reports will be filed for the other 4 corneal burns reported.